Event description:
It was reported that the device encountered resistance upon advancement and difficulty during removal. The patient presented as asymptomatic for a left transcarotid artery revascularization (tcar) procedure. The treated vessel exhibited severe calcification, and vessel tortuosity was described as mild. The target lesion demonstrated approximately 90% stenosis. The enroute transcarotid stent system (tss) was selected for use. During the procedure, the physician inserted the delivery system into the sheath and, as it exited the sheath tip, felt resistance. The physician reported that removal difficulty was not related to vessel anatomy or lesion characteristics. Fluoroscopy confirmed that the stent had not deployed. The physician applied additional force but was unable to advance the delivery system and subsequently attempted to withdraw it, at which point the delivery system was noted to be stuck on the wire. The delivery system and guidewire were removed together as a unit, after which the physician removed the delivery system from the guidewire outside the body using hemostats and force. The physician exchanged the device and successfully advanced and deployed a stent in the internal carotid artery. No patient complications were reported.